Event description:
Procedure type: lap chole. According to the reporter: the clips would not close completely on the cystic artery. The surgeon thought the clips were closed properly on the cystic duct. The instrument jaws would not collapse enough to allow the surgeon to remove the device from the trocar. He removed the instrument and trocar together in order to remove it from the pt. Another device was used to place those clips on the artery. The pt developed a post-op bile leak. A drain was placed to control the leak in the out-patient dept. Pt's status is fine, but still keeping watch. No tissue damage or pt injury. No re-operation was required.

Manufacturer narrative:
Date of initial report sent: 09/16/2009.